Manufacturer narrative:
Smith & nephew was contacted regarding the above named incident, which was reported as a field complaint for "infection-general/systemic". No product was returned by the customer. Control samples (from stock) of the reported lot 0k141, were analyzed by an independent test laboratory and met finished product specifications with no evidence of microbial contamination found. Batch records for the lot indicate all specifications were met at the time of release and no inconsistencies were noted. Medical advisor review indicated that there is no medical evidence to support any relationship between the use of IV-prep wipes and this patient's symptoms.

Event description:
This IV prep complaint was received post smith & nephew¿s remedial action (voluntary recall) to prevent an unreasonable risk of substantial harm to the public health (ref recall #3006760724-030211-001r). Ed experienced shortness of breath, blood sugars shot up (high as 500). Took to hospital, testing, reviewed all hospital records from va hospital, treated by immunologist for years, is sensitive to bacteria/infections - has had lung infections/microbacteria before. Put on antibiotic - tetracycline, they believe. Now on home oxygen. Blood sugars being high, white blood count high indicating infection. Want to follow up w/ regard to the product and these resulting symptoms. He is type 1 diabetic for 38 years and has been using IV prep product for 2 months.